Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break. Block h10: the returned speedband superview super 7 was analyzed (handle assembly only), and a visual evaluation noted that the suture thread was broken. The handle slot did not show insertion marks of the trip wire. The returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy and suture break were confirmed. Upon analysis, it was found that the trip wire was not secured, and the suture was broken. This indicates the inability of the device to deploy the bands. A labeling review was performed, and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label, as the trip wire was not secured. The IFU states, "secure trip wire in slot on handle unit." The broken suture, and unsecured trip wire, indicates that there was an incorrect application of tension to the trip wire at the time of deployment which may have caused the reported event. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacture's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the bands, it could not be deployed. They tried to deploy again; however, the bands could not be deployed. It was also reported that the suture was broken. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the bands, it could not be deployed. They tried to deploy again; however, the bands could not be deployed. It was also reported that the suture was broken. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.